Event description:
It was reported by the rep the device was used in an endoscopic vein harvesting procedure. It was reported one clip fired then the device jammed. There was no consequence to the pt. The case was completed with an al326.